Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experiencing shortness of breath and difficulty breathing. The patient states there is a dark brown residue as if the device has been burnt - there is a claim the device has a strange odor. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the manufacturer's service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, the device was visually inspected. The error log was cleared, the listed components were replaced, and the firmware (software) was upgraded. The unit passed the final test (foam degradation or foam particles was not mentioned in the evaluation).